Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled" and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to an approved service provider for evaluation. The customer's report was observed and attributed to a faulty processor/bridge/pace (pbp) board. The pbp board will be replaced by the service providor to resolve the report. Analysis of reports of this type has not identified an increase in trend.